Event description:
Maude event report received indicates that during an antegrade nailing procedure of the right femur for a pathological right intertrochanteric fracture, the helical blade coupling screw broke during use. The report further indicates it was removed from the patient but required the incision to be made larger than normal and the staff had to disassemble the instrumentation while it was in the patient causing the inside of the inserter to be exposed and there was no bio-burden inside of it. The surgeon was aware of this so the wound was irrigated with the simpulse irrigator and one gram of vancomycin powder was placed into the wound prior to closing the incision.

Manufacturer narrative:
Additional information has been requested. Part number and lot number: device description, part number and lot number as reported do not match the event description of the actual broken device. Manufacturer cannot be determined without a part number. (B)(4): manufacture date and 510k/PMA cannot be determined without a part number and lot number. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.